Event description:
An enseal hand piece stopped working 3/4 of the way through the procedure. A new hand piece was opened. It worked for a little while then started to misfire and fire too quickly. The generator went to clinical engineering for evaluation. The generator was sent to the company for repair. There was no harm to the patient.